Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6) . Problem statement: customer reported complaint on the instrument's leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from (B)(4) 2020 to (B)(4) 2021. Complaint trend: there are (B)(4) complaints related to the issue of the instrument's waste tank leaking; date range from (B)(4) 2020 to (B)(4) 2021. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a worn waste tank. The customer had noticed a leakage coming from below the instrument and traced it back to the waste tanks. After the customer submitted the complaint, an fse (field service engineer) was sent onsite to resolve the issue. The fse confirmed the issue of a leakage during a test, and found that the leakage was due to a faulty input connector on the waste tank. The fse ordered a new waste container (pn 33634907) for the customer to install. The customer was able to properly install the new waste tank when it arrived, and they reported that the instrument was working as intended without any further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2013. Defective part number: n/a. Work order notes: o subject / reported: 337146 - bd facs lyse wash assistant ¿ leak. O problem description: customer notices a leak below the instrument. It is not coming from the tanks. O work performed: defect confirmed in test. The problem is with the waste container (faulty input connector). Ordering a new container ref: 33634907. O cause: waste container. O solution: replacing the waste container = "that's all good". Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 337146fmea, rev. 03/vers. C, lyse wash assistant fmea disinfectant project was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. O ID: 20.1 . O item: bd disinfectant . O function: contain the waste . O potential failure mode: integrity of waste tank compromised. O potential causes: incompatibility of antifoam with pp waste tank material . O local and next-level effects: waste leaks out of the tank. O hazards: chemical/biohazard due to incompatible material/chemical reaction . O risk controls: disinfectant added to waste tank; samples lysed and/or fixed; anti-foam msds . O effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with anti-foam and waste tank. O probability: 1 . O severity: 4 . O risk index: 4 . O output: none. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank. Conclusion: based on the investigation results, the root cause of the leakage of waste not contained within the instrument was due to a worn waste tank. The customer had noticed a leakage from the instrument around the waste tanks and requested a field service for the repair. The fse responding to the complaint confirmed the issue and ordered a new waste container for the customer since the old one had a faulty input connector. After the customer replaced the waste container, they reported that the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Event description:
It was reported that while using bd facs¿ lyse wash assistant biohazardous waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: customer notices a leak below the instrument. It is not coming from the tanks. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Bio hazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No . 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ lyse wash assistant biohazardous waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: customer notices a leak below the instrument. It is not coming from the tanks. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Bio hazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No . Was the customer/bd personnel physically in contact with the fluid? No.